Event description:
It was reported that the device was showing a check sum error. No patient injury was reported.

Manufacturer narrative:
A device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the initial manufacture or prior repair of the device the device was returned for evaluation. Visual and functional tests were performed. There was no physical damage observed. The reported problem could not be duplicated. The reported issue could not be confirmed, no problem found. If the initial reporter also sent report to FDA is unknown. No product information has been provided to date this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).